Event description:
An ophthalmologist reported following a glaucoma filtration device implant procedure, progressive corneal endothelial cell loss was observed. There was no treatment for this cell loss. Additional information was received.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received (i.e. No lot or serial number) were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. (B)(4).